Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the sensors have problems displaying a spo2 measurement continuously, and there are delays of at least 30 seconds to display data again. This occurred during testing performed by the customer. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Multiple good faith effort attempts conducted to receive more information have not been successful. The following functional tests were performed: the remote service engineer (rse) talked to the customer asked the customer to return the device to be able to open a technical investigation. The device was not returned. Based on the information available and the testing conducted the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed and the device was not returned for investigation. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received a supplemental report will be sent.